Event description:
It was reported that occlusions alarms occurred. There was no adverse impact to the customer¿s blood glucose level. No further action or call back from technical support was requested by the customer at this time.